Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control was within specifications. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the atellica im 1600 analyzer and washing probe (#4) for clogging and noted the analyzer failed daily maintenance. The auto-check showed a problem with the acid and wash port (wsrs). The port was inspected, including the pipes, and noted no issue. There was no air in the line of fluid. The cse verified the acid pump and valves and noted the pump (p12 and p13) failed. The cse replaced the pump and performed services on the probe (#4) and pinch valve because the suction was obstructed. A self-check was performed on the atellica im 1600 analyzer, including daily cleaning, and performed as specified. The cause of the falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result is unknown. The analyzer was verified and required no further evaluation.

Event description:
A falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result was obtained for a patient sample on an atellica im 1600 analyzer and reported to the physician(s). The same patient sample was used to perform repeat testing on an alternate atellica im analyzer. The customer considered the repeat result correct and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul result.